Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia and underwent revision surgery on (B)(6) 2016 to elevate skin flap during an abutment change.